Manufacturer narrative:
The average age of the study patients was (B)(6) years. The age of this patient is unknown. The study consisted of 468 males and 690 females. The gender of this patient is unknown. The date of death is an estimated date; the actual date of death is unknown. The date provided was for emdr transmission purposes. Bone void filler (details not provided) posterior instrumentation (details not provided). (B)(4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Post operative complications were reported in a retrospective study of patients who underwent instrumented lumbar posterolateral fusion with rhbmp-2 at a single practice by five orthopedic surgeons between (B)(6) 2002 and (B)(6) 2009. Persistent symptoms refractory to non-operative treatment included nonsteroidals, physical therapy and/or spinal injections existed. The mean total bmp-2 dose was 12.5 mg per patient (range 4.2-36.0). Patient follow-up occurred at two weeks, six weeks, twelve weeks, six months, one year and later if required. It was reported that the patient died during hospitalization as a result of pulmonary embolism. No further details were provided.